Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented with ischemic heart disease. The 90% stenosed target lesion was located in mildly tortuous and severely calcified left anterior descending artery. A 3.00mm x 15mm emerge balloon catheter was advanced for dilatation and was initially inflated at 14 atmospheres for 5 seconds. However, during the second inflation at 14 atmospheres for 5 seconds, the balloon was ruptured. The device was removed without any problem and the procedure was completed with different device. There were no patient complications nor injuries reported and the patient condition was good.